Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is not related to the event.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is not related to the event.

Manufacturer narrative:
(B)(4). Medical product: cps short anchor plug 12mm catalog # 178554 lot # 264440, cps xs sht spdl w pins 400lbf catalog # 178362 lot # 502610, cps transverse pin 6pk 28mm catalog # 178526 lot # 837860, cps centering sleeve 15mm catalog # 178537 lot # 318820, oss rs axle catalog # 161035 lot # 661010, oss reinforced yoke catalog # 150493 lot # 815900, oss poly lock pin catalog # 150478 lot # 066500, cps/oss 5cm tpr adapt w/oss sc catalog # 178711 lot # 108540, oss rs 12mm ls tibial bearing catalog # 161094 lot # 201270, oss rs poly fem bushings set/2 catalog # 161034 lot # 456570, oss rs non mod plate long 67 catalog # 161039 lot # 975750, oss rs 8.5cm seg fmrl right catalog # 161123 lot # 540030, oss poly tibial bushing catalog # 150476 lot # 132820, cps transverse pin 6pk 24mm catalog # 178525 lot # 730800. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-00316, 0001825034-2020-00317, 0001825034-2020-00318, 0001825034-2020-00319. Product location is unknown.

Event description:
It was reported that the patient underwent a knee orthopedic salvage procedure. The patient allegedly experienced the knee giving out which resulted in the patient falling to the ground multiple times. Subsequently, the patient was revised due to periprosthetic femur fracture and pain.